Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer obtained an unspecified low sensor scan result compared to an unspecified result obtained from a competitor brand meter. As a result, the customer experienced symptoms of feeling shaky, shaking legs, and racing heart, and received insulin intravenously every half hour that morning as treatment by a healthcare professional due to the diagnosis of diabetic ketoacidosis. No further details were provided. There was no report of death or permanent impairment associated with this event.